Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Event description:
It was reported that the patient is not getting coverage on the left side since implant. As such, surgical intervention may take place at a later date to address the issue.